Manufacturer narrative:
Product complaint # : (B)(4). Additional information was received indicating that "the femoral trial was cracked but still in one piece." Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Event description:
Broken attune femoral trial size 5 right haha. Was procedure successfully completed? Yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.